Event description:
The medical device in question is a seven french ansel introducer sheath lot number: 2079002. In 2008, our cardiac catheterization lab had a case where a patient was to receive an arterectomy of the lower extremity. Upon placing this particular introducer sheath, the distal tip elongated. The physician performing the procedure had difficulty advancing this introducer sheath and removing it from the patient. While the physician attempted to remove this sheath, he had difficulty attempting to remove it from the patient while maintaining wire placement. A significant amount of blood was lost while trying to replace this sheath. Upon inspection of this product, it appears the distal tip of this sheath elongated. The cath lab staff describes this defect as an "accordion defect". A new seven french ansel introducer sheath lot number: 2079002 was utilized. Upon placing the polar cath balloon, the hemostatic valve "popped" off the ansel sheath causing more blood loss on the same patient. As a result of what should have been an outpatient procedure became an overnight patient admission.